Event description:
Savi scout reflector did not give off signal, the decision was made to place wires as it was not known if the savi scout was not giving a signal due to the patient's large hematoma (known limitation to savi scout signals) or if a true malfunction. Reached out to merit rep via e-mail.